Event description:
When drawing up insulin, everything seemed normal. At time of injection, insulin spilling onto skin-pulled syringe away from skin and needle retracted into syringe. Unaware if needle broke in injection site. Three times prior to this-the needle broke off inside the insulin vial. Dates of use: 2008. Diagnosis or reason for use: insulin injection. Event abated after use stopped or dose reduced: yes.